Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient was revised because the tibial component (competitors) had loosened from the bone due to failure of the bone cement to properly adhere to the surface causing pain and disability.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The retained cement samples could not be tested on this product as it has been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure scp-qc01. Review of the device history records found one unrelated non-conformance; micro and sterility tests passed. The IFU list the possibility of loosening as an adverse event. All joint arthroplasties have a risk of failure and the risks of the individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note confirmed pain and loosening at the implant/cement interface. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Review of the revision operative medical records confirmed pain and loosening at the implant/cement interface. No conclusions could be drawn about the bone cement, based on review of the available radiograph images. The additional information does not change the outcome of the original investigation. No corrective action was indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.